Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device could not be interrogated. The error code was cleared and the device was able to be interrogated. The device remains in use. No patient complications have been reported as a result of this event.